Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a small leak on the device body, which appeared to contain serum. The issue occurred during reprocessing of an olympus gastrointestinal videoscope. No patient involvement was reported.